Manufacturer narrative:
Result: fowler assembly.

Event description:
It was reported by service report that the fowler litter was bent and it was not able to lay flat on the bed. It is unknown if there was patient involvement; however, no adverse consequences are reported.